Manufacturer narrative:
The current instructions for use (IFU) contains the following: "precautions - a tooth that has been previously traumatized or significantly restored may be aggravated. In rare instances, the life of the tooth may be reduced, the tooth may require additional dental treatment such as endodontic and/or additional restorative work, and/or the tooth may be lost.". The potential root cause of this event is unknown. Align's clinical review of available records indicates a large restoration combined with a root canal treatment on tooth 4.6. No conclusive evidence has been provided that supports or opposes whether the invisalign system aligners caused or contributed to the tooth loss (permanent damage) and the invisalign system aligners were being used. Therefore, an MDR is being filed in the united states per 21 cfr 803. There is no conclusive evidence to confirm the date of the required tooth extraction, and the date (b3) is based on the timelines reported to align and compared to patient information.

Event description:
The treating doctor shared that the patients tooth 4.6 developed an infection and required extraction. It is unknown if the patient required any additional medical intervention or medication to alleviate the reported symptoms. It is unknown if any clinical or laboratory tests were performed. No additional information at this time.